Manufacturer narrative:
Pump error 54 alarm found in the pump history due to software error. Pump error 54 alarm followed by pump error 3 alarm problem isolated to the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. Customer's blood glucose value was 70 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.